Manufacturer narrative:
(B)(4). Ventilator logs were downloaded and were provided together with ventilator screen shots. No parts were replaced. The patient was transferred over to another ventilator with other nava mode settings. Evaluation of logs confirms several alarms for airway pressure high and pressure delivery restricted and also alarms for high peep. Alarms for inconsistent edi signal have also been activated and the ventilator has switched between nava and support ventilation several times, which indicates an issue with the edi signal measurement. The ventilator screen shots show that the nava mode was not correctly set by the user. The nava level is set high, which together with the edi signal gives an assist pressure exceeding the set upper pressure alarm limit. Negative tidal volume and high peep indicates that the edi signal is not synchronized with the patient¿s own breathing activity. If the nava level is set too high, the assist provided may cause the edi signal to become low or irregular. There is no evidence to support a technical malfunction of the ventilator system. The conclusion is that the cause of the incident was related to inappropriate parameter settings by the user and not to the product.

Event description:
It was reported that when the ventilator was used in nava (neurally adjusted ventilatory assist) mode, there was an alarm for high airway pressure and then the ventilator displayed a peep (positive end expiratory pressure) value higher than programmed and a negative tidal volume. There was no patient harm. (B)(4).